Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported to a sales representative the following: a hickman was placed on (B)(6) 2015. Patient received chemotherapy in periodic cycles. On (B)(6) 2015 chemo was given over night. When the patient awoke the catheter was on the floor. The cuff was not visible when therapy was started. Patient is ok, a new catheter was placed (B)(6) 2015.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a dislodged catheter was inconclusive because the conditions in which the alleged event occurred could not be reproduced at bard access systems. The product returned for evaluation was one 10fr t/l hickman chronic catheter. Light usage residue was observed on/in the surecuff. The sample terminated 45cm distal of the trifurcation. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. An attempt to infuse water through the sample using a 12ml syringe revealed that all three lumens were patent to both infusion and aspiration with no observed leaks. Tactile inspection of the sample was unremarkable. Microscopic inspection of the surecuff confirmed the presence of light usage residue but was otherwise unremarkable. No damage or defects were observed during microscopic inspection of the sample. No deficiencies were discovered during evaluation of the returned sample. No factors were identified that could have contributed to the alleged event; however, the clinical conditions in which the alleged event occurred could not be reproduced at bard access systems. Consequently this complaint is inconclusive at this time. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.